Manufacturer narrative:
This report is report is being submitted to correct the initial reporter phone field (e1) in section e, initial reporter.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status and had not met the projected longevity. The health care professional (hcp) questioned why the reported issue had occurred. Boston scientific technical services (ts) discussed this icm device should be replaced and sent back for a detailed physical analysis to determine the root cause of the reported issue. No adverse patient effects were reported. This icm device remains implanted at this time.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status and had not met the projected longevity. The health care professional (hcp) questioned why the reported issue had occurred. Boston scientific technical services (ts) discussed this icm device should be replaced and sent back for a detailed physical analysis to determine the root cause of the reported issue. No adverse patient effects were reported. This icm device remains implanted at this time.